Event description:
It was reported that the patient became disconnected during ventilation. According to staff the alarm did not go off as they found the patient minutes later .the patient suffered respiratory arrest. The final patient outcome was no harm. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Functional checks were performed with simulated alarms for circuit disconnect. The ventilator generated appropriate alarms. The reported event could not be duplicated. Multiple pre-use checks were performed. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were downloaded for evaluation. The reported event date and time was nov 7, 2019 at approx. 10.30 pm. At that time, the event log indicate appropriate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, vt insp. Overrange and peep low. Successful pre-use check was performed prior and after the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion based on the investigation of the ventilator and review of the ventilator log files is that there is no indication of a ventilator malfunction. Appropriate alarms for leakage in the patient breathing circuit or a disconnect situation were generated but how it occurred has not been able to be determined as there was no one in the room when it occurred.

Event description:
Manufacturer's ref#: (B)(4).